Event description:
It was reported that, during an implant procedure of three stents, the imaging catheter was reportably caught on the middle stent upon removal. (The area stented was a 50% stenosed, strong calcified in diffuse of lad and the mid-lad was 90 degree angulation). The tip of the catheter was separated. The procedure was exchanged for surgical care.

Manufacturer narrative:
A review of the device history record was performed on the batch; nothing revelant found. No similar complaint by event description was found in the same lot. During investigation, bloodstain was observed inside of the distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. The distal tip and the ro marker was broken off and missing. The imaging window appeared stretched by approx 6.0 cm when received. The guidewire that was used during the procedure was not returned. During image characterization testing, no image appeared in the systems due to imaging core wind up in the telescope assembly. No image appeared in the systems due to imaging core wind up in the hub and/or telescope assembly. Wind up is a result of the imaging core being constrained which breaks the signal pathway leading to the loss of image. Root cause description. Root cause for stuck in stent has not been determined.